Manufacturer narrative:
Date inaccurate, only the year is valid. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient hadn't charged or felt stimulation for several months and said they tried to perform a reset a few months ago but were unsuccessful. They recharger could not communicate with the ins. The patient last felt stimulation and had a successful charge session several months ago and they became aware they couldn't charge a few months ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via the manufacture representative reported that the ins was in overdischarge. The patient had been incarcerated and did not have access to their recharger. The rep was able to bring the ins out of overdischarge and the patient was able to charge with all coupling boxes. The issue was resolved. No further complications were reported.